Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a locking compression distal radius plate and seven 2.4mm locking screws were implanted on an unknown date in (B)(6) 2011 for a bone fracture. The bone healed successfully. During the removal operation on (B)(6) 2012, the head parts of two screws were broken. The shafts remaining in the bone were removed with extraction instruments and the operation completed with no adverse consequences. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Age: (B)(6). Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standards. The broken surfaces are homogenous, what indicate material conformity as well. No product fault could be detected. There is evidence that mechanical overloading situation during healing process or removal surgery may have caused the breakage.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)